Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. There was no undersensing observed, however farfield r-wave oversensing (ffos) and an increase of pacemaker mediated tachycardia (pmt) episodes were noted. At this time, the lead and device remain in service. No adverse patient effects were reported. Additional information provided advised a scheduled re-check trend showed the atrial intrinsic amplitude returned to normal range and the frequent pmt episodes were terminated by the pmt algorithm. The lead and device remain in service. No adverse patient effects were reported.